Manufacturer narrative:
Device was received with intermittent act and down arrow button response due to flattened button dome switches. A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08710 inches. The j2/lcd keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. Customer's blood glucose level was over 400 mg/dl. Customer reported down arrow button had stuck. Customer observe time clock for one minute and time advances. The insulin pump will be returned for analysis.